Event description:
It was reported that a revision surgery took place. Original procedure date was (B)(6) 2010. Bunion removal. Per surgeon, patient returned 6 months after original procedure with pain at surgical site. Revision surgery did not occur until (B)(6) 2011. When the doctor removed the mini tightrope, he noticed the suture had pulled through the screw, which caused bunion to return. A b.o plate osteotomy wedge was used to complete the case.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. Returned device include a mini tightrope ft cup button and suture. Suture appears to be intact and there are no visual nonconformance to the button. The bio-corkscrew ft, 4.5 involved in the complaint was not returned. Complainant event may be due to patient non-compliance. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.